Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 1 day post implantation the threshold went up to 7.5@1.5 the physician decided to explant the lead. No adverse patient side effects have been reported.